Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: e1 -establishment name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the subject device was returned to the olympus by the customer without implementing / completing a reprocessing. No physical damage was confirmed at the place with the foreign material remained. The foreign material and root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Such events can be detected and prevented according to the following ifus: instruction manual gif-xz1200 operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif-xz1200 cleaning/disinfection/sterilization chapter 5 prevention measures are described in the reprocess of endoscopes (and accessories to be reprocessed). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited operating part of the aspiration channel, and the tip cover both had foreign body. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.